Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information has been requested, and the following was obtained: do you have any photos of the reaction? No. After reaction treatment, was there any reclosure of the wound? No. Please indicate any medical or surgical interventions performed: ¿ prednisolone prescribed and mefix placed after prineo removed. What prep was used prior to, during or after prineo use? Cetrimide pre-op wash. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None noted. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. What is the physicians opinion of the contributing factors to the reaction? N/k. What is the most current patient status? Tba. Is the product or representative sample (product from the same lot number) available for evaluation? No. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. What skin prep was used prior to product application? Cetrimide pre-op wash. Was a dressing used over the top? If so, which type, and how long was it applied for? No dressing over the prineo. Does the patient have any known hypersensitivities or have allergies to cyanoacrylate or formaldehyde? None noted. Does the patient have any other known skin sensitivities? No. Was prineo/dermabond or skin adhesive used on the patient in any previous surgery? Yes. Was the reaction limited to where the prineo was placed, or did it extend past the edges of the mesh? Only where prineo was placed. Has the reaction settled post the removal of prineo? Yes ¿ prednisolone prescribed and mefix placed after prineo removed. To date device not received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a radical abdominoplasty on (B)(6) 2019 and topical skin adhesive was used. 2 days post operatively, the patient had a reaction to the adhesive dressing. The patient had redness, bumps and secretion for the wound. The patient's dressing was removed and the patient was placed on corticosteroid treatment, prescribed prednisolone. The area was re-dressed with mefix tape. Additional information was requested.